Event description:
Related manufacturer reference number: 2017865-2020-04179. Additional information received noted that the patient presented for procedure on (B)(6) 2020. During the procedure, a header issue was noted on the pacemaker. The right ventricular lead was checked using the pacing system analyser without any issues noted. The rv lead was not replaced, and the pacemaker was explanted. Patient was seen in clinic the following day with no evidence of lead noise. The patient was stable prior and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead exhibited noise. The lead noise could be reproduced with pocket movement. No revisions were made. The patient was stable.